Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a hypoglycaemic episode which led to a loss of consciousness and third part help to consume food as the patient was unable to do this by themselves. The patient¿s blood glucose levels declined to 60 mg/dl while wearing the pod for 72 hours. Reported symptoms include tremors, dizziness and a loss of consciousness. The patient was on a flight to brussels at the time of this event, when the patient boarded the flight their blood glucose measured approximately 176 mg/dl. Despite the patient eating whilst on the flight, their blood glucose levels rapidly declined. The patient manually stopped insulin delivery through the pod, however their blood glucose levels continued to decline. The flight crew were able to administer m&ms and small doses of coca-cola to the patient in order to bring up their blood glucose levels. When the plane landed the patient was seen by paramedics in an ambulance, the paramedics checked the patient¿s blood glucose levels (values not reported) and performed other tests (the nature and outcome of these tests was not reported). The patient was not taken to hospital and was released after 15 minutes with the paramedics.